Event description:
It was reported that high lead impedance was read while performing a lead test at a follow-up appointment with the treating neurologist. Information from the treating neurologist revealed there was no patient trauma or manipulation to the device that could have contributed to the high lead impedance. The patient's device was disabled and no further interventions are planned at the moment.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.